Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Tandem technical support was unable to determine a cause for the past occlusion; however, a system check was performed using the current supplies on the pump and the occlusion was found to be within the cartridge. The customer's blood glucose (bg) ranged from 277 to over 600 mg/dl. The supplies on the pump were changed and a correction bolus was delivered to address the bg level.